Manufacturer narrative:
The pump was received with blank display due to corroded electronic assemblies. The unexpected restart alarm was unable to be verified due to blank display. The pump was received with corroded motor home switch. The pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the inside of the pump is filled with insulin. The customer states it is visible inside the lcd screen. The customer's blood glucose level at the time of incident was 218mg/dl. The customer was advised to discontinue use of the pump, and that it would be replaced and returned for analysis.